Event description:
It was reported that the pinnacle impactor broke whilst surgeon was hammering in surgery.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned. Physical examination of the product confirmed the complaint. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Event description:
All broken pieces were retrieved as per additional information received.

Event description:
Apologies for any confusion. I have had a look back at the complaints. (B)(4) submitted on the 13.01 for a pinnacle impactor product no 221750041 is correct. The breakage happened intra-op. (B)(4), product no 221750041 is an accidental duplicate and is incorrect. Please delete this request. 1. Lot number ¿ d221750041. 2. Event date ¿ (B)(6) 2022 3. What part of the instrument broke? Photo attached. (Handle/impactor shaft). 4. Did it break into two or more pieces? Yes ¿ 5 pieces.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: b3 and h6 (device). Replaced break (intraoperatively) with break (intraoperatively : fragment removed from wound).